Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that during a cataract extraction with intraocular lens implant, the patient experienced a corneal burn. The surgeon noted the occlusion warning tone and withdrew the phaco handpiece and tip. The corneal burn had already occurred. The surgeon thinks the phaco tip may have been plugged with viscoelastic. The phaco handpiece and tip were flushed until fluid was flowing. The case was completed. Additional information has been requested, but none has been received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant, the patient experienced a corneal burn. The surgeon noted the occlusion warning tone and withdrew the handpiece and tip. The corneal burn had already occurred. The handpiece and tip were flushed until fluid was flowing. The case was completed. Additional information has been requested, but none has been received to date.